Event description:
It was reported that during a shoulder rotator cuff repair surgery, the anchor was found fractured when implanted, the pieces were retrieved with tweezers and suction. The procedure was completed with a backup device, there was a significant delay reported. No further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10, h2, h3, h6: one 72202597 twinfix ultra ha 4.5mm suture anchor product used in treatment, was returned for evaluation. Three devices from three different lots were reported on. Three complaints were opened. Per instructions for use ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. No failure could be confirmed. The inserter with segments of anchor and torn, tainted suture were returned attached to the inserter. The anchor was quite fractured. Entire sections were missing. The most distal tip was remaining and the most proximal threads. The center of the anchor was gone. The inserter forks were completely bent and twisted over the distal tip of the inserter. The conditions align with very difficult attempt for use. Force and excess torque were factors. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered.¿ recommended prep instrument for normal bone condition is a 3.5mm spade tip drill (pilot hole) and a 4.5mm threaded dilator. Complaint history review indicated no similar allegation for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. No root cause related to the manufacture of this device was confirmed. Product met specifications upon release to distribution.